Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01124. It was reported the patient experienced weakness and loss of feeling in legs a few hours after the implant of scs trial leads. The physician explanted the leads and sent the patient to the hospital. Additional information has been requested but not yet received.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01124.